Event description:
It was reported that during a prostate procedure, the fiber decreased in fiber efficiency and the fiber cap detached inside the pt at 141,353 joules. The fiber cap was retrieved, method of removal is unk. There was no indication or report of any part of the device remaining inside the pt. The procedure was completed with a second fiber. "No harm to the pt" was reported.

Manufacturer narrative:
Fiber and cap are associated with broke.